Event description:
It was reported that prior to an unk procedure, the device would not complete test mode. Another device was used to complete the case. There was no pt info.

Manufacturer narrative:
Date sent: 4/16/2008. Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. Upon connection with the handpiece it activated automatically. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.